Event description:
It was reported that, "when placing proximal cone body on conical stem, the screw was tightened using torque wrench screw broke."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.